Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of erratic blood results. Back to back blood tests were 280 and 273mg/dl. Customer's normal range is in the 130's mg/dl. Last 3 results in memory were 280mg/dl, 312mg/dl, and 273mg/dl. Error grid analysis of the customer's normal glucose result (130) and the highest result in memory (312), shows in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique or user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 280mg/dl and 273mg/dl. Customer's normal range is in the 130's mg/dl. Last 3 results in memory were 280mg/dl, 312mg/dl and 273mg/dl. Error grid analysis of the customer's normal glucose result (130) and the highest result in memory (312), shows in zone c. No adverse event reported.